Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Iritis identified in the labeling as known inherent risk of trabecular micro-bypass aqueous shunt procedure. The IFU adequately provides instructions, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported event is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following an istent infinite trabecular microbypass system procedure, the patient presented one (1) week postoperatively with mild iritis associated with 1+ cell noted in the anterior chamber, which was treated with medication. The report noted the event as ongoing. Additional information has been requested.

Event description:
The following additional information was received. Per report, the patient presented with mild transillumination of mid periphery and mild cortical changes of the lens occurring on (B)(6) 2022. The investigator indicated both ongoing events as non-serious. There was no report of any interventions required.

Manufacturer narrative:
MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: b5, b6, g3, g4. MFR# reference: (B)(4).

Event description:
Through follow-up, the following information was provided. The patient''s most recent examination noted no further interventions required.